Event description:
It was reported that when the patient presented in clinic for normal follow-up, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead was electively explanted since the patients ef improved and the system was no longer needed. The patient was fine post-procedure.